Event description:
It was reported that the patient presented in clinic for a follow up. During an x-ray a dislodgement was noted causing high capture thresholds and unspecified oversensing on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and a sensing issue. As received, a complete lead was returned for analysis. Damage was noted at 30.0cm from the connector pin consistent with clavicle crush damage. The reported events of failure to capture and a sensing issue were confirmed. The cause of the reported events was isolated to the fractured / separated outer coils consistent with clavicle crush forces.